Manufacturer narrative:
.

Event description:
A 3.0 mm diameter x 15 mm length driver otw coronary stent system was inserted into a pt for the treatment of an rca lesion. The lesion was reported to have severe calcification and 90% stenosis. It was reported that the lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion, but was unable to cross the lesion. The physician attempted to pull the catheter back into the guide, when stent came off of the balloon in the rca, proximal to the intended lesion site. The undeployed stent was then deployed where it had dislodged. A second stent was then deployed at the lesion site successfully. Medtronic did not receive the delivery system for analysis. No additional clinical sequelae were reported and the pt is fine.